Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0ug8f, implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturing representative reported the implantable neurostimulator and lead were removed in late 2015 due to an infection. The infection had cleared so a new system was implanted in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.